Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was in use in an operating room and had no output and failed to pace. The leads were changed, and the settings were checked but the issue was not resolved. The epg was replaced with another epg unit. It was recommended that the epg be returned, but its current status is unknown. No patient complications have been reported as a result of this event.